Event description:
During a pulmonary vein isolation procedure, a cardiac tamponade occurred. The patient became hypotensive and an echocardiogram revealed a tamponade. A pericardiocentesis was performed to stabilize the patient. The physician felt this was due to high pressure with the ablation catheter in the roof of the left atrium during ablation. There were no performance issues with any abbott devices.

Manufacturer narrative:
Corrected information: g1 additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138 additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The event description states that ablations were performed at 40-45 w with an irrigation rate of 17 ml/min. The tacticath se contact force ablation catheter instructions for use (IFU) recommends a minimum irrigation rate of 30 ml/min when ablating at a power greater than 30w. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.